Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): manufacturing location: elmira / inspected and packaged by: monument release to warehouse date: 27-nov-2023 expiration date: 31-oct-2033 part number: 03.404.022s-us, 13.0mm reamer head for ria 2 sterile lot number: 8638p55 lot quantity: 50 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, surgeon was harvesting bone graft from femur using ria 2 equipment with a 13.0mm ria 2 reamer head. The 13.0mm reamer head disengaged from the ria 2 shaft while in the patient. Surgeon removed the ria drive shaft and then removed the disengaged reamer head from the femur by pulling out the 2.5 ball tip reaming rod. After removing all instrumentation, x-ray showed what appeared to be some shards of metal remaining in the femur. Additional x-rays were required to verify shards of metal from the equipment were left in the femur after all equipment was removed. There was no surgical delay. The procedure completed successfully. Patient outcome was unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.